Event description:
It was reported that when using the bd pyxis¿ medbank mini user was unable to issue medication, stating that the drawer would not open. The client was logged out completely, and after resigning in, the user was able to issue the medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) stated that customer called and said unable to issue med, and drawer won't open, then tss made customer to log out completely and signed in. Then the customer was able to issue medication. The system functioned as intended after the technical support specialist investigated the issue.